Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit failed continuity testing due to an open infrared in the emitter assembly. When tested with a known good monitor the "sensor malf" error message was displayed., corrected data:

Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
It was reported that the spo2 measurements drop out at approximately 80% followed by a prolonged time for values to appear on the monitor. No consequences or impact to patient.